Event description:
The customer called for help with her contour meter. She stated that she had performed a control test and received a result of "lo". The normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer used the last of the suspect test strips, so no product will be returned for evaluation.